Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Additionally, investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during visual inspection, the display lens was found to be scratched. No lens film was present. During testing, the display was found to be dim and discolored. A test screen was inserted and found to function properly. Additionally, evaluation revealed that there was a crack in the battery compartment that extended down the back of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.